Manufacturer narrative:
The insulin pump received with cracked, bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. Unable to perform the displacement due to physical damaged to lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump lcd screen was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.